Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker declared elective replacement indicator (eri) earlier than expected. There were concerns that this device depleted prematurely. The patient was seen a few months earlier and battery status showed one year remaining. The patient came into the clinic due to feeling tired and when interrogated the battery status was found to be in eri. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No further adverse patient effects were reported.